Event description:
As reported by the edwards field clinical specialist, at the end of a tavr procedure a perclose failure occurred. Intervention was performed. There was no allegation of any edwards device that caused the event. Reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).